Manufacturer narrative:
Initial.

Event description:
It was reported that the screen protector on the ilet delaminated unexpectedly while the device remained usable, and the user switched to backup therapy; this aligns with a device bonding issue involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond at the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.